Event description:
It was reported that the right atrial lead had fractured and exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. An insulation abrasion exposing the outer coil was noted at 22.6 cm to 23.3 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. This likely contributed to the reported noise anomaly.